Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose of 496 mg/dl. Customer received her new insulin pump and her blood glucose was in the 240 mg/dl range. Customer went to her doctors to program it. Four hours after her appointment and her blood glucose was approaching 500 mg/dl. Symptoms were thirst. Customer bloused 4.8 units. Customer initially programmed over 6 units but stopped it at 4.8 units thinking it wasn't delivering. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. High pressures test was performed and device passed. Cannula was not bent but it was occluded. Customer was advised to do a complete set change. Customer was advised the device was functioning as designed. No further information reported.